Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 558 mg/dl at the time of the event. The customer stated that the case of the insulin pump was cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a cracked end cap. The occlusion test could not be performed due to the cracked end cap. However, the displacement, rewind, prime, error, and excessive no delivery tests passed.